Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that syringe plastipak 20ml ll s/su stopper separated from the plunger. This was discovered during use. The following information was provided by the initial reporter: the stopper is released when aspirating the medication. The medicine leaks by syringe and the stopper becomes crooked. It happened with more than 10 syringes, most of them discarded because they were contaminated with chemotherapy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 20 ml ll s/su stopper separated from the plunger. This was discovered during use. The following information was provided by the initial reporter: the stopper is released when aspirating the medication. The medicine leaks by syringe and the stopper becomes crooked. It happened with more than 10 syringes, most of them discarded because they were contaminated with chemotherapy.